Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ functional mitral regurgitation (mr) and crowded sub valvular apparatus for a mitraclip procedure. During the procedure, clip failed first establish final arm angle (efaa). Clip was closed and second efaa was performed and clip opened again. Clip was replaced and continued the procedure. All steps were performed as per IFU. The final mr was grade 1+. There were no adverse patient effects or clinically significant delays reported.